Event description:
Several complaints received from nursing staff. While attempting to pierce a 10 ml vial of normal saline with the bd vial access cannula, the cannula bent to a 90 degree angle. One incident resulted in a clean needle stick to the operator.====================== manufacturer response for access cannula, bd vial access cannula======================representative will pick up the device the week of october 17